Manufacturer narrative:
The pump was received with operating currents within specification, and passed the self test, rewind, basic occlusion and displacement tests. However, the pump was received stuck in the motor error alarm loop during the bolus/basal delivery and a motor position encoder error alarm was confirmed in the history file. The motor was tested outside the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the unexpected restart error test due to the motor error loop. The pump was received with a corroded battery tube, a cracked case at the display window corners, a cracked belt clip slot and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the device alarmed motor error and motor encoder. The customer's blood glucose was 4.0mmol/l. The customer was advised the pump will be replaced and revert to back up plan.